Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) was triggered for ipg. It is unknown if the ipg was prematurely depleted. The device had the appropriate level of battery voltage to provide therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.